Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The broken cable caused the instrument to not open or close properly. The cable was fully broken. The instrument was found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis. See MFR report number 2955842-2024-23418 for additional information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had broken wires. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a general report was received that during da vinci-assisted surgical procedures, they have experienced broken fenestrated bipolar forceps at several associated hospitals. Specific event information was not provided. It was stated that each patient had intraoperative x-ray imaging performed in case a retained part of the wire dropped off in the patient¿s cavity, which the customer felt was becoming a patient safety concern.